Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood at the septum. The following information was provided by the initial reporter: it was found blood leakage at septum (tail of needle core) after punctured successfully and withdraw the needle.

Manufacturer narrative:
Investigation: no samples or photos were provided for this investigation and bd was unable to observe the failure mode. A device history review was conducted for lot number 8107452. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood at the septum. The following information was provided by the initial reporter: it was found blood leakage at septum (tail of needle core) after punctured successfully and withdraw the needle.